Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient tripped and fell causing the ipg incision to open where the ipg was exposed. In turn, the patient reported to the emergency room on (B)(6) 2021 where the incision was re-sutured. On (B)(6) 2020 the patient underwent surgical intervention where the ipg was relocated and repositioned to address the issue.